Event description:
It was reported that via a merlin.net transmission inappropriate atp therapy due to wide qrs oversensing was observed. The recommended prrogramming changes were done and the patient will be monitored.

Manufacturer narrative:
No medwatch form was received.